Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A doctor reported that multiple knives were not always sharp during surgery. There was no patient impact reported. Additional information has been requested. Additional information received clarified that the unsatisfactory knives are able to be used in completing the procedures.